Manufacturer narrative:
The subject device is disposed of at the hospital.

Event description:
It was reported that the physician had deployed eight unspecified type of coils into a ruptured aneurysm. Upon placement of the final coil (subject device), the coil prolapsed into the parent vessel. The physician attempted to remove the coil however, it was reported that there wasn¿t a "one to one" movement of the coil and he did not feel that the coil was coming back into the microcatheter. The coil was successful removed and the physician indicated that no damage was observed to the coil upon removal. The procedure was completed successfully with no known patient complications reported. No further information is available.

Manufacturer narrative:
Executive summary - additional, expiration date/manufacturing date: added, concomitant products:added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
It was reported that the physician had deployed eight unspecified type of coils into a ruptured aneurysm. Upon placement of the final coil (subject device), the coil prolapsed into the parent vessel. The physician attempted to remove the coil however, it was reported that there wasn't a "one to one" movement of the coil and he did not feel that the coil was coming back into the microcatheter. The physician cut the hub of the microcatheter and navigated a snare device over the catheter successfully removing the coil from the aneurysm. The physician indicated that no damage was observed to the coil upon removal. The procedure was completed successfully with no known patient complications reported. No further information is available.